Event description:
The power cord to the CPAP unit had burned. It was also reported the face plate for the wall melted, a 1-foot diameter black mark was left on the wall and the mattress was scorched. There was no injury.